Event description:
It was reported that while using an impella 5.5, the position waveform and numerical values suddenly stopped being displayed and a "controller error (yellow)" alarm occurred. While preparing to replace the controller, the display returned to normal, but the controller was replaced just to be safe. There have been no problems since then with operation. There was no reported patient harm.

Manufacturer narrative:
Investigation summary: the investigation has been completed. Data review: console logs were consistent with what was reported in the complaint. The logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Real time logs confirmed that all signals received from optical bench (placement, signal to noise ration, contrast, lamp, gain) are represented as -16384 values due to the crc error. Device analysis: the console was sent back for further investigation. The controller error and loss of placement signal is due to an optical bench firmware communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The automated impella controller software operated as designed. Product history review summary: there were no issues related to the complaint discovered when reviewing the product history of console.

Manufacturer narrative:
Additional information was received and note the impella pump that was connected to the automated impella controller (aic) at the time of the aic complaint was eventually explanted approximately 36 days later as a bridge to another impella with a survived patient outcome. Note: h6 investigation coding previously reported remains unchanged. Patient status update only with no impact to the investigation outcome.